Event description:
During procedure, it was reported the guidewire met resistance inside the balloon catheter and fractured when physician continued advanced it. No patient injury reported.

Manufacturer narrative:
The catheter was returned with the guidewire broken in two segments inside the catheter. (B)(4)